Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified sensor issue occurred. The wearable was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. The patient reported via sprinklr (social media) that the patient experienced an unknown wearable issue which occurred the day after sensor insertion into the abdomen. On (B)(6) 2024, the patient reported having severe stomach pain, body aches, and was ¿bedridden¿ due to using the dexcom device. The patient stated to ¿read the contraindications to know what the medications you shouldn¿t take with it are.¿ no other event details were provided in the social media post. Although attempts to follow up with the patient and reporter for additional event details were made, contact was unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.